Manufacturer narrative:
(B)(4).

Event description:
As indicated in the journal article " predictors of esophageal self-expandable metal stent migration: an academic center study", "lack of symptom relief resulting in 6 patients requiring a peg tube placement due to worsening dysphagia."